Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has good hearing perception with the device but they are suffering from an infection and swelling under the implant site, which has not responded to treatment. Surgery is scheduled for (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, eczema was reported as the potential cause for the observed infected seroma with skin breakdown leading to explantation. Skin infection in the presence of eczema is very common, due to breaks in the skin from very dry, split skin and from scratching the itchy areas. Therefore, the reported infection is most likely device unrelated, also considering the location and the timely appearance of the reported issues. Further a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The user has good hearing perception with the device but they are suffering from an infection and swelling under the implant site, which has not responded to treatment. The user was admitted to the hospital on (B)(6) 2021 due to the infection worsening. The user was explanted on (B)(6) 2021, the skin over the coil was not in tact.